Event description:
According to a laantern adverse event form, it was reported that a patient underwent surgery without any difficulties but during the recovery or soon after anesthesia reversal was noticed to be hemodynamically unstable with suspicion for pulmonary embolism. Patient underwent several rounds of CPR with rosc and was administered tpa. Bedside tee confirmed diagnosis of pe. The event was reported as severe, life threatening and required prolongation of hospitalization. The subject is not discharged as of 03mar 2023. Interventions included medications, anti coagulation and surgical intervention of radiology assisted thrombectomy. In addition, it was reported that the patient experienced intercranial hemorrhage with ivh extension and subarachnoid hemorrhage with tonsillar herniation. Interventions included medications, evd placement, physical, occupational, and speech therapy. A follow up confirmed that the patient had not been reported as discharged as of (B)(6) 2023.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.